Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: "black foreign material in angio cath 24g."

Event description:
It was reported that black foreign matter was found on the bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: "black foreign material in angio cath 24g."

Manufacturer narrative:
H6: investigation summary one sample with sealed packaging were received by our quality team for evaluation. Two black embedded foreign matter were observed in the needle cover. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the DHR, there was a 2-week stoppage during the production of the needle cover batch. During the machine stoppage and the machine was turned off, a layer of carbonized resin material started to deposit at the injection screw. When production resumed, the carbonized material started to crack as it became thicker and eventually became black particles which were injected into the mold. It was suspected that during the machine start up when production resumed, startup reject parts and purging were not sufficient to remove the carbonized material completely. Therefore, the foreign matter was most likely the layer of carbonized material that was generated from the plastic remains in the plasticizing unit and started to carbonize on the screw surface. The molding machine shut down work instructions will be revised to maintain the molding machine barrel temperature in standby mode instead of power off during machine stoppages except plant shutdown, and training will be provided on the revisions to the production associates. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.